Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the nurse was "flicking" the silicone segment of the primary tubing set to remove air bubbles when the tubing set separated and caused a chemotherapy agent to leak onto (2) nurses. One nurse noted that there was redness to the thumb. Both nurses were counseled to wash the affected areas per policy. It was further advised that the nurses should report any symptoms (redness) that did not resolve or if the redness worsened. Both nurses felt this was not necessary and at the end of the day, both nurses stated they had no symptoms. The adult patient was not splashed during the event and there were no adverse effects caused to the patient from the event.